Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was because the patient had a fall last friday, and now they feel like the device is not working because, for 2 days, they cannot control their bladder at all. The patient stated they changed 6-7 times because the urine was pouring out of them and they only had 2 glasses of water. The patient said they also have a little pain on their right side, even though they fell on the left side. The interstim is also implanted on the right side. Patient mentioned previous event history, stating that at first it was not helping their urinary control as much as it was helping with bowel. But then it calmed down, and the patient had time to get to the bathroom to urinate.  The patient also reported they had a backache. . The patient asked for assistance checking therapy status and increasing amplitude. Reviewed how to do so. The patient adjusted stimulation to a comfortable level. Recommended patients follow up with their managing physician to address symptoms and therapy concerns. Emailed notification to field staff as well. .